Manufacturer narrative:
Additional narrative: the investigation has been reopened because a corrected lot number has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument has markings on the impaction surface and the screws are unable to be tightened.

Manufacturer narrative:
Additional narrative: conclusion and justification status for MDR: the device associated with this report was not returned. A complaint database search on the provided product code identified similar reports which when confirmed were attributed to product wear out. The black celcon impactor head component is intended to be taken apart and replaced after heavy usage and the metal portion and screws to be reused. The investigation could not verify or identify any product contribution to the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status for MDR: review of the supplied photographs confirm the screws are loose causing the impactor head component to not fit appropriately to the metal base component. The photographs show deformation to the celcon impactor head component indicating wear and tear. The black celcon impactor head component is intended to be taken apart and replaced after heavy usage and the metal portion and screws to be reused. The investigation could not draw any further conclusions without the device to examine. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.